Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was receiving a motor error alarm on the insulin pump. Customer stated that this morning, the pump was not rewinding. Customer took the battery out and got it to rewind. Customer put in a new reservoir and it took about 10-15 minutes to get it to prime. Customer stated that the pump was stuck in rewind. Customer's blood glucose was 135 mg/dl. Customer stated that he went through a body scanner last week since he works in an airport. Customer received a motor position encoder error alarm and a motion sensor test failure alarm yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he has a back-up plan to use.